Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(4).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 600 mg/dl with symptoms of nausea, vomiting, lethargy, chest pain, thirst, and sweating. The patient was being taken to the hospital for their blood glucose excursion. There was no information on treatment that the patient received. The reporter stated that the keypad buttons were unresponsive. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19 -dec-2018 with the following findings: during investigation, the ,pump was placed into suspend on (B)(6) 2018 and deliveries were resumed on (B)(6) 2018 at 13:41. A battery compartment cracked from threads to case seal.2.pump passed all required testing including delivery accuracy. All keys respond , no evidence of damaged or intermittent keypad was duplicated. Keypad and [pump cover was removed no evidence of moisture, contamination or pump keypad flex defects. According to the pump history, the pump was delivering the programmed basal rate on (B)(6) 2018 until the pump alarmed empty cartridge warning. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.